Event description:
Healthcare professional reported ¿left rupture¿, ¿ultrasound that showed silicone leak from the left implant¿ and ¿pain of one year of evolution, capsular contracture (baker grade unknown), rotation and eversion of implant¿ against left side device. Additionally, ¿0.38 cm cyst¿ was also reported; this event is not device related. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Manufacturer narrative:
Visual evaluation:device photograph(s) for the device related to the reported event of rupture, capsular contracture, malposition, was reviewed on jul 29, 2022. Visual analysis of the photographs identified; an opening on radius. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device was explanted.